Event description:
Customer reported @30 implant, crown mobile removal of crown and abutment. Fractured platform and fractured screw, unable to remove screw.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Implant site is #20.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-02158. The tooth site was previously reported incorrectly. It has now been corrected to #20 in b5. The following sections are being reported: b5. Describe event or problem is corrected. D4: expiration date and unique identifier (UDI) number . H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician selects implant that is unable to resist long-term occlusal loading, missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.